Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) previously showed 8 years remaining longevity. During the recent check, the device showed 4 years remaining longevity. Boston scientific technical services (ts) noted that the output was adjusted which can significantly increase in power due the programming. Thus, suggested other programming options. The field representative was going to talk with the physician and see about doing another clinic evaluation. As of this time, the device remains in service. No adverse patient effects reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) previously showed 8 years remaining longevity. During the recent check, the device showed 4 years remaining longevity. Boston scientific technical services (ts) noted that the output was adjusted which can significantly increase in power due the programming. Thus, suggested other programming options. The field representative was going to talk with the physician and see about doing another clinic evaluation. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) previously showed 8 years remaining longevity. During the recent check, the device showed 4 years remaining longevity. Boston scientific technical services (ts) noted that the output was adjusted which can significantly increase in power due to the programming. Thus, suggested other programming options. The field representative was going to talk with the physician and see about doing another clinic evaluation. As of this time, the device remains in service. No adverse patient effects reported. Additional information received indicated that this device rapidly depleted compared to six months ago. Engineering analysis result confirmed that this device appeared to be depleting normally due to the increased left ventricular (lv) output settings. No adverse patient effects were reported.